Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Reference literature article [evaluating predictive factor of systemic inflammatory response syndrome and postoperative pain in patients without ureteral stent placement after ureteral access sheath use in flexible ureteroscopy for stone management.] Included with this report for a full listing of physicians and healthcare facilities. Takaaki, I., shuzo, h., shinsuke, o., fukashi, y., masaichiro, f., koki, t., masato, f. (2022). Evaluating predictive factor of systemic inflammatory response syndrome and postoperative pain in patients without ureteral stent placement after ureteral access sheath use in flexible ureteroscopy for stone management. Journal of endourology, volume 36 (2), 169-175 doi: 10.1089/end.2021.0515. B.3 date of event: date of the article was used.

Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted in order to evaluate the safety of stentless flexible ureteroscopy (furs) using a ureteral access sheath (uas) for stone management. A total of 270 ureteral stentless postoperative patients were analyzed between may 2019 and may 2021 at the health care facility, with the following indications: no intraopera tive ureteral wall or mucosa injury with only slight erosion, less than 1 hour operative time, and no intraoperative endoscopic stone fragments with or without stone dust in the renal collecting system. The median age of the stentless patients was 58.5 years old. All procedures for the upper urinary tract were performed under general anesthesia by two expert endourological surgeons at the author s institution. A 120-w holmium yttrium aluminum garnet laser (versapulse powersuite, lumenis, yokneam, israel) with a 200-lm end-firing laser fiber (slim line; lumenis) was used to disintegrate the stone. Intraoperative ureteral injury grade (classified by traxer and thomas as follows: 0, no ureteral lesions or only mucosal petechiae; 1, mucosal erosion or a mucosal flap without smooth muscle injury; 2, damage to the mucosa and smooth muscle but no adventitia, with no retroperitoneal tissue visible; 3, injury indicating ureteral perforation involving the full thickness of the ureteral wall, including the adventitia; and 4, total ureteral avulsion), postoperative complications classified using the clavien dindo grading system, duration of postoperative pain, days in which pain persisted, and hospitalization time, were also noted. Only three grade 1 ureteral injuries (mucosal erosion or a mucosal flap without smooth muscle injury) with only slight mucosa erosion occurred intraoperatively. Regarding postoperative pain, 97 patients (35.9 percent) used analgesic medications. A total of 24 (8.8 percent) postoperative systemic inflammatory response syndrome (sirs) episodes, including 15 patients with fever greater than 38c, were recorded. Only four patients with clavien dindo grade iiia required ureteral stenting to mitigate febrile urinary infection with hydronephrosis because antibiotics therapy with intravenous injection did not have enough effect. The clinical outcome of ureteral stentless after use of ureteral access sheath in flexible ureteroscopic lithotripsy was that 98.8 percent of patients had grade 0 uretereal injury and 1.2 percent had grade 1 ureteral injury. 35.9 percent of patients had postoperative pain with analgesic. The average of pain persistence was a day and the median of hospitalization days was 2 days. Although there was no difference in the non stented and stented groups with respect to complications or stone-free status, the stented group had significantly greater irritative and painful symptoms. Based on data of this experiment, the author concludes that if stentless furs with uas is achieved, a smaller uas size and shorter operation time are preferred to decrease postoperative complications and pain. From this viewpoint, patient age, uas size, and uas application, including pre-stenting management, will be more important aspects in preventing postoperative sirs and pain after stentless procedures. Reference literature article [evaluating predictive factor of systemic inflammatory response syndrome and postoperative pain in patients without ureteral stent placement after ureteral access sheath use in flexible ureteroscopy for stone management] included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Reference literature article [evaluating predictive factor of systemic inflammatory response syndrome and postoperative pain in patients without ureteral stent placement after ureteral access sheath use in flexible ureteroscopy for stone management.] Included with this report for a full listing of physicians and healthcare facilities. Takaaki, I., shuzo, h., shinsuke, o., fukashi, y., masaichiro, f., koki, t., masato, f. (2022). Evaluating predictive factor of systemic inflammatory response syndrome and postoperative pain in patients without ureteral stent placement after ureteral access sheath use in flexible ureteroscopy for stone management. Journal of endourology, volume 36 (2), 169-175. Doi: 10.1089/end.2021.0515. B.3 date of event: date of the article was used.

Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted in order to evaluate the safety of stentless flexible ureteroscopy (furs) using a ureteral access sheath (uas) for stone management. A total of 270 ureteral stentless postoperative patients were analyzed between may 2019 and may 2021 at the health care facility, with the following indications: no intraoperative ureteral wall or mucosa injury with only slight erosion, less than 1 hour operative time, and no intraoperative endoscopic stone fragments with or without stone dust in the renal collecting system. The median age of the stentless patients was 58.5 years old. All procedures for the upper urinary tract were performed under general anesthesia by two expert endourological surgeons at the author s institution. A 120-w holmium yttrium aluminum garnet laser (versapulse powersuite, lumenis, yokneam, israel) with a 200-lm end-firing laser fiber (slim line; lumenis) was used to disintegrate the stone. Intraoperative ureteral injury grade (classified by traxer and thomas as follows: 0, no ureteral lesions or only mucosal petechiae; 1, mucosal erosion or a mucosal flap without smooth muscle injury; 2, damage to the mucosa and smooth muscle but no adventitia, with no retroperitoneal tissue visible; 3, injury indicating ureteral perforation involving the full thickness of the ureteral wall, including the adventitia; and 4, total ureteral avulsion), postoperative complications classified using the clavien dindo grading system, duration of postoperative pain, days in which pain persisted, and hospitalization time, were also noted. Only three grade 1 ureteral injuries (mucosal erosion or a mucosal flap without smooth muscle injury) with only slight mucosa erosion occurred intraoperatively. Regarding postoperative pain, 97 patients (35.9 percent) used analgesic medications. A total of 24 (8.8 percent) postoperative systemic inflammatory response syndrome (sirs) episodes, including 15 patients with fever greater than 38c, were recorded. Only four patients with clavien dindo grade iiia required ureteral stenting to mitigate febrile urinary infection with hydronephrosis because antibiotics therapy with intravenous injection did not have enough effect. The clinical outcome of ureteral stentless after use of ureteral access sheath in flexible ureteroscopic lithotripsy was that 98.8 percent of patients had grade 0 uretereal injury and 1.2 percent had grade 1 ureteral injury. 35.9 percent of patients had postoperative pain with analgesic. The average of pain persistence was a day and the median of hospitalization days was 2 days. Although there was no difference in the non stented and stented groups with respect to complications or stone-free status, the stented group had significantly greater irritative and painful symptoms. Based on data of this experiment, the author concludes that if stentless furs with uas is achieved, a smaller uas size and shorter operation time are preferred to decrease postoperative complications and pain. From this viewpoint, patient age, uas size, and uas application, including pre-stenting management, will be more important aspects in preventing postoperative sirs and pain after stentless procedures. Reference literature article [evaluating predictive factor of systemic inflammatory response syndrome and postoperative pain in patients without ureteral stent placement after ureteral access sheath use in flexible ureteroscopy for stone management] included with this report for a full listing of physicians and healthcare facilities.